Event description:
It was reported that shaft break occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the shaft broke in half, 25cm from the hub when inserted into the vessel. The broken part was outside the patient's body and was pulled out by hand. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.